Event description:
It was reported that the patient reported to the clinic after hearing tones from this implantable cardioverter defibrillator (ICD). The ICD recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. At this time, the ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient reported to the clinic after hearing tones from this implantable cardioverter defibrillator (ICD). The ICD recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. At this time, the ICD remains in service. No adverse patient effects were reported. This ICD was explanted and returned to boston scientific for analysis. The local area sales representative was contacted for additional information regarding explant. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.